Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer's blood glucose was 128 mg/dl. Customer stated that just sitting on the couch and it just started vibrating. Advised the customer that insulin pump would be replaced. No further information provided.